Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article was received entitled "time-dependent improvement in functional outcome following lcs rotating platform knee replacement". Literature article "time-dependent improvement in functional outcome following lcs rotating platform knee replacement" by tor kjetil nerhus, stig heir, elisabeth thornes, jan erik madsen, and arne ekeland was reviewed. The article purpose: to determined the time course of patient-relevant functional outcome as evaluated by koos, and the time course of range of motion during the first 4 years after tkr using the lcs rotating platform prosthesis. The article reports: 50 consecutive patients operated with total knee arthroplasty at between february and september 2003. All patients received an lcs rotating platform prosthesis. Patient data was collected by an independent investigator preoperatively and at 6 weeks, 3 months, 6 months, 1 year, 2 years, and 4 years postoperatively. Complications related to the surgery were: ruptured patellar tendon (1 patient), deep infection (1), nerve injury (1), and adhesions (1). All of these symptoms resolved either on their own or through surgical intervention. An unknown cement was used in all patients and the patella was not resurfaced. Depuy products involved: lcs rp. Complications: tendon injury (1), infection (1), nerve injury (1), adhesions (1), surgical intervention (3).